Manufacturer narrative:
Locked down smartphone: lockdown omnipod software app version: 3.0.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g6 please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, bent cannula and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient sought medical attention while wearing her pod, which was removed by the doctor. She felt unwell and discovered her glucose levels 599 mg/dl, leading to a diagnosis of diabetic ketoacidosis (dka). She was hospitalized from sunday to monday, receiving fluids, potassium, and insulin shots. Her glucose levels ranged from 400 mg/dl to 599 mg/dl. No recent alarms were noted on her omnipod 5 app. She was unfamiliar with the pink slide on the pod, which was explained to her. The pink slide had moved forward, and the pod site showed redness and swelling, but no insulin leakage. The cannula was bent upon removal. The patient requested a replacement pod, which was sent. Two attempts to contact her were made: a voicemail and an email with callback instructions and resources for managing high/low blood glucose levels. The task was closed after these good faith attempts.